Manufacturer narrative:
The following devices were also listed in this report: exeter v40 stem 44mm no1l125; cat # 0580-3-441; lot # g8100200. Tridentii tritanium multi 56f; cat # 709-04-56f; lot # 74801801a. 6.5mm low profile hex screw 30mm; cat # 7030-6530; lot # 2lzd. 6.5mm low profile hex screw 15mm; cat # 7030-6515; lot # 3np. 6.5mm low profile hex screw 15mm; cat # 7030-6515; lot # 2jhh. Simplex p full dose 1 pack; cat # 6191-1-001; lot # rkb065. Simplex p full dose 1 pack; cat # 6191-1-001; lot # rkb065. V40 fem head orthinox 26-0; cat # 6364-2-126; lot # g8037364. Modular dual mobility insert; cat # 626-00-46f; lot #79768003. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a adm liner was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient's left hip was revised for a 2nd time. All implants removed and a spacer was implanted. Initial op date was (B)(6) 2021 revision 1 was (B)(6) 2021 where mdm liner, poly and head were swapped. All implants were removed during revision 2 today which is also the awareness date. No implant returns per policy. All information the facility has on this patient is included in this pii." Spoke to rep. A stage 1 revision was performed due to infection. Usage sheets were provided for the primary and prior revision procedures.